Manufacturer narrative:
Device evaluation summary: the device was returned to allergan and the device weighed 256.02 grams. Microscopic analysis observed a sharp edged opening assessed as an unidentified tear.

Event description:
Pharmacist reporting an intracapsular rupture. Device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Pharmacist reporting an intracapsular rupture. Device has been explanted. This relates to the left side.